Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not communicate) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the yellow (pgnd) wire was open inside the trunk cable. The cause of the lack of communication is the open yellow wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A u.s. Distributor returned an electrode belt indicating that it would not communicate with a test monitor.